Event description:
According to the reporter, occurred during a laparoscopic bowel resection procedure, the stapling device could not be fired. In order to resolve the issue and complete the case, it was replaced with another same device. There was no injury.